Event description:
It was reported that the lead fractured years ago. Impedance checked showed electrode 4 >4000. Bipolar mapping of the lead was performed, which yielded good stimulation. Using electrode 4 negative, the patient still had stimulation but higher amplitude was needed. Palpating the connection and the patient moving produced no noxious stimulation. There was no history of shocking or jolting. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # l78384, implanted: (B)(6) 2000, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).